Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
The distributor reported that the device overheated during procedure. There was no patient impact, no known delay, no medical intervention, and no adverse consequences.

Event description:
The distributor reported that the device overheated during procedure. There was no patient impact, no known delay, no medical intervention, and no adverse consequences.